Event description:
According to the initial report, the prosthesis broke inside the patient when the surgeon was fixinfg it. The surgeon was unable to replace it which created aesthetic imperfections .

Manufacturer narrative:
According to the initial report, the prosthesis broke inside the patient when the surgeon was fixing it. The surgeon was unable to replace it which caused aesthetic imperfections. Requests for additional information were made, and essential information was received. The implant was placed intraorally, and an ample tissue pocket was made. The surgeon used a blade to modify the implant during the initial surgery ((B)(6) 2023). The implant was broken during the initial surgery and the surgeon decided to leave the implant in the patient. There was no additional fixation used, and the patient had no abnormalities to their anatomy. The implant was removed due to the patient being unsatisfied with the aesthetic results. A review of the manufacturing records was performed for the device, op7544, lot 003020922, and revealed no deviations from process or non-conformity of product that would have contributed to the event. During the quality inspection of the implant, all attributes were found to be acceptable. Following the investigation, a definitive root cause could not be confirmed as all records indicate sufficient manufacturing and quality inspection performance. There were no deviations associated with the production of op7544, lot 003020922. In conclusion, although a definitive root cause could not be established, the instructions for use state that the success of any implant is dependent upon careful handling and proper surgical technique. Matrix surgical USA is committed to delivering surgical implants that meet the highest standards of quality. We thoroughly investigate all reported incidents and strive to establish a root cause that can prevent future reoccurrence.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, the prosthesis broke inside the patient when the surgeon was fixinfg it. The surgeon was unable to replace it which created aesthetic imperfections .